Event description:
It was reported that the pt's pump was eroding through the skin. The pt had multiple decubiti positive for mrsa (methicillin-resistant staphylococcus aureus) so the healthcare professional wanted to explant the pump prophylactically. It was unk if the infection had spread to the pump site. The pt recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.